Manufacturer narrative:
Beckman coulter inc. Assessment of the instrument/assay via customer led troubleshooting indicated potential substrate dispense issues in the substrate delivery line and the substrate probe. Customer executed troubleshooting failed to resolve the problem. Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) identified that the substrate supply tube feeding into the substrate pump was loose and required tightening. The fse tightened down the supply line and primed the system. The fse performed a special clean and executed a passing system check to verify hardware operation after repairs were complete. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A hardware malfunction is the likely cause for this event.

Event description:
The customer reported that failing system check data had been generated on the access 2 immunoassay system. The customer had indicated that this event had occurred previously and had been resolved via routine troubleshooting. No patient results were impacted by this event and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient specific information and sample handling collection/handling information was not provided by the customer.